Manufacturer narrative:
E1: event city: (B)(6). Patient country: colombia. Name: (B)(6). Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient reported that the infusion set cannula was bent on first day of use, and site location was hip, which leads to high bg in patient on (B)(6) 2026.